Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer pushed through the resistance and filled the cartridge. There was no adverse impact to the customers blood glucose level.